Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the stimulation was turning off by itself. The rep reported that the adaptive stimulation feature was turned off so the patient could evaluate further. It was unknown if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient reported that the stimulation no longer turned off on its own. The patient was doing very well. The patient wasn't interested in setting up an appointment with the rep. No further complications were reported.